Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, automatic sensing trend r-wave measurement was measured and possible post-paced t-wave oversensing was suspected. Upon revision of session records, it was found that the signals look like t-waves but no evidence of t-wave oversensing or episodes such as non-sustained rv oversensing were observed. It was recommended that patient be brought into clinic for further evaluation. Patient later presented to clinic and device was interrogated to measure r-wave. Physician requested for automatic measurement of r-wave to be turned off which was not possible. No further action was taken in clinic and device remains with the same programming. Patient was stable before and after.